Manufacturer narrative:
(B)(4). Model lynx, serial number/date code (B)(4) is approximately 1 year and 5 months old. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer is (B)(6), her weight is unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer sustained burns and bruises on the left side of my arm. She claims that she hit the curb trying to avoid the messed up side walk up. She did not seek medical attention. She claims that she had recently been at the hospital all day taking x-rays from an alleged fall during a transfer from her wheel chair to the scooter. The consumer has cerebral palsy. The consumer is requesting a swap out with a 4-wheeled scooter, we will agree to do that; however we would address the seat belt accessory and the caution lights.

Event description:
End user states in her email to (B)(4) "I have an invacare lynx scooter and the arms can come off at anytime, no seat belt to help keep you in the seat. I have cerebral palsy so the seat belt would come in handy but in any case the scooter is so low to the ground that you get stuck over sidewalks and uneven surfaces. I have even fallen off of the scooter because it has been to low or pushed it. When I've called to complain where I got the scooter the comment was that is how it was made. It's not a reliable purchase at all." No injury alleged.